Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings over a 10 minute time frame on their precision qid blood glucose monitor. There was no report of death, serious injury or mistretment associated with this event.